Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillators battery is not backing up. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service sngineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator indicating that the battery is not providing backup. The fse evaluated the device onsite and determined that this was a malfunction of the battery. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has decided to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end on 12/31/2022, after which the end of support (eos) period will begin. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the battery. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.